Event description:
It was reported that the user experienced recurrent low glucose every night and feared announcing breakfast due to subsequent lows, with glucose readings reported in the 40s and treatment with oral glucose sources including glucose tablets, regular tonic, frosting, and cake. Symptoms included hypoglycemia without reported prodromal symptoms. Outcomes included the need for unexpected medication intervention to treat low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.